Event description:
The subject device was returned to an olympus service center with a report that the forceps elevator lever was stuck. During inspection and testing, service found the adhesive around the lighting lens was peeling off. This report is being submitted for the malfunction found by service during the device evaluation (adhesive peeling).

Manufacturer narrative:
During inspection and testing, service confirmed the customer's reported issue (forceps elevator lever stuck) and found that the forceps elevator was damaged. The following additional defects were observed during the device evaluation: the adhesive around the objective lens had peeled off. The adhesive in the bending section was cracked. The insertion tube was wrinkling. There were traces of moisture observed in the electrical connector. Several of the device components demonstrated scratches and wear. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress such as dropping or hitting, or deterioration by chemical stress during reprocessing. Olympus will continue to monitor field performance for this device.